Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. After a 6f non-bsc introducer sheath was inserted, the lesion was crossed with 300cm jupiter fc guidewire. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was then advanced for pre-dilation; however, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The lesion was pre-dilated again with a non-boston scientific balloon. The procedure was completed after dilation with ranger 5-200. There were no patient complications nor injury reported and the patient was in good condition after the procedure.